Manufacturer narrative:
Additional product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials, age, dob and weight not available. Unknown when device broke. This report is for an unknown short tfn (10 x 170) nail/unknown lot number. The 510k#: unknown. Original implant date unknown. Explant date unknown. Device is not expected to be returned for manufacturer review/investigation. This event required additional surgical intervention to remove the broken nail, and revise the site. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent revision of a short trochanteric fixation nail (tfn) on (B)(6) 2016. A short tfn broke on an unknown date a couple of days prior to (B)(6) 2016. The tip of the nail broke at the distal screw hole; the surgeon thought this was due to disintegration of the bone and resulting movement. The tfn and lag screw was originally implanted due to pathological subtrochanteric lesion (cancerous) on an unknown date. The devices were removed successfully and replaced with a long tfn and lag screw with no surgical delay. Patient outcome was reported as fine. This report is 1 of 1 for (B)(4).